Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately thirty minutes following the successful implant of this transcatheter bioprosthetic valve, the patient was unresponsive and went into cardiac arrest. Chest compressions were initiated while the patient was returned to the cardiac catheterization laboratory. Vascular access was achieved and images were taken to assess coronary filling: the coronaries appeared to be unobstructed; no issues were observed. The patient was placed on extracorporeal membrane oxygenation (ECMO) and hemodynamics became stable. The patient converted to ventricular fibrillation (v-fib) and several electric shocks were successfully administered. The patient¿s heart rate ¿dropped¿ and converted back to v-fib with normal sinus rhythm, consistent with bradycardia dependent torsades. During medical assessment of the cause of cardiac arrest and v-fib, the hospital staff inadvertently removed the ECMO cannula (manufacturer unknown) from the femoral access because the ¿sutures weren't secure to the cannula¿. This caused an unspecified femoral injury and was treated via abdominal laparotomy performed by a vascular surgeon. It was reported ¿much effort was given to reestablish access and repair damage¿ from the ECMO cannula, twenty units of blood and intravenous medication were administered. The patient was stabilized and returned to the unit. Four days following the implant procedure the patient died. The cause of death is unknown. Per the physician, the medtronic valve did not cause or contribute to the patient's death.

Manufacturer narrative:
Additional information was received which indicated that at the time of the cardiac arrest and acute respiratory failure intubation was required. The refractory ventricular fibrillation could not be cardioverted. With the dislodgement of the extracorporeal membrane oxygenation (ECMO) catheter from the left femoral artery, bleeding along with abdominal compartment syndrome developed. Retroperitoneal bleeding and hemorrhagic shock occurred and required over 30 units of blood. An emergent exploratory laparotomy with decompression of the abdominal pressure was performed with wound vacuum placed. Post the laparotomy a hematoma expanded with a blot clot and sanguineous fluid at the vacuum site. Abdominal distention was observed which was resolved with suctioning and additional unspecified repair. The wound vacuum occluded with blood clots. Bleeding continued with blood clots despite the abdominal decompression. The wound was suctioned, a thrombogenic agent was applied to areas, and a nasogastric (ng) tube was placed. At this time, the patient was reported to be hemodynamically stable. The day following the valve implant, a brain computed tomography (CT) was performed which showed diffuse intracranial swelling with suspected impending or in progress herniation. The patient was unresponsive despite discontinuing all sedation and ultimately the patient died. Updated data: h6 patient annex e codes and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.